Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, the tip only fixated and captured during the first position in the myocardium. It was also reported that approximately 10 times the atrial lead did not capture in the myocardium even though the tip was not malfunctioning, and the lead would not fixate. The ipl was removed and replaced with a different lead.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test, and the helix operates within specification. If information is provided in the future, a supplemental report will be issued.